Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced a failing mini drawer each time it was accessed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed. A field service engineer (fse) checked mini drawer 1-2 in the hardware test application and observed it was lit yellow instead of grayed out; after replacing the mini engine and retesting, the drawer continued to fail in mini drawer 1-7, prompting a second engine replacement to resolve the issue. Ran the hardware test application (hta); all components tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es experienced a failing mini drawer each time it was accessed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.